Event description:
Related manufacturer reference number: 2017865-2023-94635. Related manufacturer reference number: 2017865-2023-94636. Related manufacturer reference number: 2017865-2023-94638 . It was reported during a system implant procedure, the patient experienced a cardiac perforation resulting in pericardial effusion. The entire system was removed to resolve the issue. No further adverse patient consequences were reported.

Manufacturer narrative:
The reported event was cardiac perforation. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning the helix could be retracted and extended, by applying torque to the inner coil, the full helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conductor paths due to procedural damage.